Manufacturer narrative:
Device received stuck in blank-flashing white lcd with audio beeps due to corrosion on electronic board stack. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to blank-flashing white lcd. Unable to verify missing segments/partial display due to blank-flashing white lcd.corroded force sensor assembly and moisture damage on motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump started going off and the screen was blank. Customer¿s blood glucose level was 220 mg/dl. Customer reported that the screen flashing and the insulin pump was buzzing. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.